Manufacturer narrative:
On 9-aug-2021, it was found that the return of the suspected medical device was omitted from the previous report. On 17-aug-2021, the investigation on the suspected medical device was completed. Investigation summary: mentor conducted a visual inspection, microscopic examination, and thickness measurement of the returned device. Visual analysis of the returned device revealed a crease/fold on the anterior view. In addition, was found to have a tear at a junction of the valve system. Microscopic examination was performed and the cause of the deflation could not be identified. Therefore a thickness measurement was conducted on the shell at the tear, and the thickness was within manufacturing specifications. Although no conclusion could be reached on the cause of the reported event, the instructions for use contain the following caution: according to the product insert data sheet, the valve system can be damaged by improper use of the fill-tube stylet. Care should be taken that the stylet enters the valve smoothly. Use the thumb and forefinger to stabilize/support the valve seat and gently push the stylet tip into the valve opening. Overstressing the valve material may result in punctures or tears and subsequent deflation may occur. Use only the fill tube stylet provided with this product. Take care not to puncture the diaphragm valve or the shell with the stylet tip. Care must also be taken when the fill tube stylet is removed to prevent damage to the valve assembly. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. H.6. Investigation findings appropriate term/code not available (c22) : cosmetic manufacturer's reference number: (B)(4) on 6-aug-2021, the suspected medical device was returned for evaluation.

Manufacturer narrative:
On 14-jul-2021, mentor received additional information regarding the explantation date. The patient underwent explantation on (B)(6) 2021. The relevant fields have been updated. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Updated reason for device explant and/or reoperation: deflation. On 20-jul-2021, mentor received additional information regarding the event date, revision surgery, and patient¿s symptoms. The right-sided deflation was observed in (B)(6) 2021. The event date was estimated as (B)(6) 2021. The patient experienced bilateral capsular contracture (left: ii, right: IV ). The relevant fields have been updated. The patient underwent removal and replacement with two 350cc mentor smooth round moderate profile prostheses (catalog #: 3501655, left serial #: (B)(6), right serial #: (B)(6)). Upon explantation, bilateral capsular contracture (left grade: I/ii, right grade: iii/IV) was observed. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient who underwent a primary breast augmentation with 350cc mentor smooth round moderate profile saline breast implant experienced right-sided implant deflation postoperatively. The patient¿s right breast was going flat. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.